Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) pace/sense lead exhibited low pacing impedance, and insulation damage/breach. The rv lead was capped, replaced and remains in the patient. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited stable, and varying lead impedance.